Event description:
It was reported to hill-rom that a customer observed oil on the lift strap of a likorall overhead lift system.

Manufacturer narrative:
The customer has not responded to our repeated attempts to investigate this issue. Typically when oil is observed on the lift strap or leaking from the case of the lift it is an indication there is seal that has malfunctioned on the safety drum. The safety drum is part of the mechanism that acts as a backup system if a primary lift component malfunctions. The safety drum safely lowers the patient. There were no malfunctions alleged of the primary functions of the lift. Hill-rom recommended the customer replace the safety drum component.